Event description:
It was reported that the catheter was torn on the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: the team reports catheters being deployed with the needles retracted before opening the package, the catheter not being in place over the needle, or splits/tears in the catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# was sent in error and is not considered to be a reportable malfunction. MFR report# is void as a result.

Event description:
It was reported that the catheter was torn on the bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: the team reports catheters being deployed with the needles retracted before opening the package, the catheter not being in place over the needle, or splits/tears in the catheters.